Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the left eye on surgeon side console (ssc) had no image and that the site did a couple of power cycles with no change. The site unplugged the scope to produce color bars with no image or color bars in the left eye. When the system powers on the site did not see any response in the left eye of the high-resolution stereo viewer (hrsv). After the system was on for a few minutes, it received a fault of 121 on left monitor failed to reach brightness. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that issue happened after the start of the procedure. Ports were placed on the patient. The procedure was converted to laparoscopic surgery. There was a procedure delay of 15+ minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse was able to reproduce the issue and confirmed no image in the left eye. The fse replaced the high-resolution stereo viewer (hrsv) on the left side to resolve the issue. The system was tested and verified as ready for use. Isi received the high-resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The monitor was installed and tested on the printed circuit assembly (pca) test system. System started up with no image on the left hrsv monitors, the screen was completely black. The probable root cause of the reported issue left eye video loss is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: the procedure was completed laparoscopically due to a non-functional hrsv. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.